Event description:
It was reported that the system 9600+ would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The reported issue remains under investigation. A follow up report will be filed when additional details become available.